Event description:
During an aneurysm coiling procedure, a gdc 18-360 degree coil detached from the pusher wire while passing through a microcatheter. The microcatheter was removed and another one was used.